Event description:
Some of the tampon got stuck inside me [foreign body in reproductive tract]. Made me extremely dry down there- vagina [vulvovaginal dryness]. When I pulled it out some of the tampon got stuck inside me [complication of device removal]. Case description: consumer reported via rr that the tampons made her dry down there, and during removal some of the tampon was stuck inside of her. No serious injury was reported.